Event description:
The patient contacted animas on (B)(6) 2011 alleging she was in the emergency room with a blood glucose (bg) greater than 500 mg/dl and was being treated with insulin. The patient stated she changed site the day prior and on the morning of (B)(6) 2011 she woke up with a bg of 400 mg/dl. The patient claimed she bolused 5.1 units in response to high bg. Later that day, the patient claimed when she checked her bg it was 500 mg/dl and gave herself 6.15 units in response to the elevated bg. The patient stated she then developed shortness of breath and heart palpitations and contacted emergency services. At the time of troubleshooting, animas customer support confirmed all pump settings were correct. During review of pump cartridge, the patient reported a strong smell of insulin coming from pump's cartridge compartment. The patient claimed the cartridge was damp at the plunger. The patient denied dampness at luer lock connection. The patient informed customer support that she was re-using cartridges and not changing them as recommended prior to filling them up. At the time of the call, the patient removed site and informed customer support that the site was bent. Customer support noted there was no mechanical issues found with the pump. This complaint is being reported because the leaking cartridge may have contributed to patient's high bg.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge has been returned, a retained sample was pulled and evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.